Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer reported this event through voluntary event report mw5081121. The voluntary medwatch is attached to this report. The customer complained of discrepant inr results from a coaguchek xs meter compared to the laboratory result. The result from the meter was 5.2 inr and the result from the laboratory was 3.60 inr. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation. Retention test strips (lot 272166) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.